Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to enter MRI mode on their device due to high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced.